Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level as she was not receiving insulin. Therefore, she took a correction bolus via pump. The patient also stated that she called her doctor when the blood glucose level was not coming down and her doctor told her to take 40 units of insulin which she took. Subsequently, she was admitted to the emergency room with blood glucose level over 600 mg/dl, where she received intravenous insulin drip as corrective treatment. During the emergency room visit, the doctor pulled out her infusion set and saw her cannula was bent on her infusion set, which she had been using for 48 hours. Moreover, while in the emergency room, she was also diagnosed with urinary tract infection for which she received intravenous antibiotic and a prescription for urinary tract infection for seven days at home. After spending an hour in the emergency room her condition was still unstable. Consequently, on (B)(6) 2020, she was admitted to the hospital, where she received fluids and intravenous medication (drug name unknown) which resolved the issue. On (B)(6) 2020, the patient was released from the hospital with blood glucose level of 115 mg/dl and no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.